Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d4 catalog # of this MDR indicates: 99507-000132. Section d4 catalog # of this MDR should indicate: 99507-000122. Section d4 serial # of this MDR indicates: blank. Section d4 serial # of this MDR should indicate: (B)(6). Sn of the device is updated. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker requested additional information regarding sn of the device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing power module and power supply, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to faulty power module.

Manufacturer narrative:
Corrected data: section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should have indicated: (B)(4).

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.